Event description:
It was reported that the ventilator failed to deliver air. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site and found presence of liquid/medicines spilled into the pressure transducer printed circuit boards (pcbs). The pressure transducer pcb was defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The provided pictures confirmed the reported liquid/medicines ingress into the pcbs. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. The provided pictures raveled signs of liquid spill. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Our conclusion is that the reported problem was caused by defective pressure transducer pcbs as a result of water ingress into the ventilator.